Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch phh563, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the procedure? New suture. Did the patient suffer from any consequence due to the issue (suture breakage)? Not known. Did the surgery was completed successfully? Yes. Could you please confirm device availability? Not available. Note: events reported in 2210968-2021-06010, 2210968-2021-06011, and 2210968-2021-06012.

Event description:
It was reported that a laceration closure on the right lower limb on (B)(6) 2021 and suture was used. During the suturing, the suture broke with the knot intact before finishing it completely. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.